Manufacturer narrative:
Summary of evaluation of devices' photo: upon visual inspection of the picture, it was observed the device was ruptured, however no conclusion could be reached as the device was not returned for analysis. By the other hand, was received the left implant and was observed to be intact. Leak testing was performed and no leak sites were detected. No anomalies were discovered. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Correction: on initial submission mentor mistakenly indicated that the device was received, which was not received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel 400cc silicone breast implants, sn #: (B)(4); cat #: 3503751bc. Manufacturer¿s reference number: (B)(4). Exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 400cc silicone breast implants which the right side ruptured after implantation. The issue was observed by the physician. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number: 3504001bc, serial number: (B)(4), and left replaced with catalog number: 3503751bc, serial number: (B)(4) on (B)(6) 2019.